Event description:
An issue was reported involving an incorrect time setting on a pump, which the caller did not understand the cause of. There was no adverse impact to the customer¿s blood glucose level as previous settings did not result in abnormal levels. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.